Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the extension of the device swells during infusion. Following the altered state of the extension, the device was repaired with a dedicated kit. No other information was provided.

Event description:
It was reported that the extension of the device swells during infusion. Following the altered state of the extension, the device was repaired with a dedicated kit. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of swelling of the tubing during infusion is confirmed. Two 4 fr single lumen groshong nxt clearvue catheters were returned for evaluation. An initial visual observation showed use residue on the returned samples. Both of the returned catheters were observed to terminate proximal to the valve and the distal ends of the catheter were not returned. One catheter was observed to be shorter than the other. Tensile weakness was observed in the extension leg tubing just distal the white oversleeve between the luer hub and the extension leg in both samples, but a noticeably greater amount of tensile weakness was observed in the shorter catheter sample. Both samples were flushed with a 12 ml syringe of water and were found patent to infusion and aspiration. When the catheters were pressurized, the extension leg of the shorter catheter sample was observed to balloon just distal to the white oversleeve. A microscopic observation revealed the surface of the area which ballooned while under pressure in the extension tubing of the shorter catheter sample was slightly duller in luster, and this area was observed to neck when the tubing was stretched longitudinally. The location and physical characteristics of the damage observed in the returned sample are indicative of ballooning caused by over-pressurization of the catheter, likely a result of buildup of biological material within the catheter, and/or stretching of the extension leg tubing to the point of creating elastic weakness. H3 other text: evaluation findings are in section h11.